Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that one day post implant the right atrial (ra) lead dislodged. The patient was brought back in, ra lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.